Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. While positioning the 2.5x15mm maverick 2 balloon catheter in the left anterior descending artery (lad), a shaft break occurred at the distal third of the device. It was noted that the shaft break occurred on the portion of the device that was outside the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient¿s current condition listed as stable.

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. While positioning the 2.5x15mm maverick 2 balloon catheter in the left anterior descending artery (lad), a shaft break occurred at the distal third of the device. It was noted that the shaft break occurred on the portion of the device that was outside the patient. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter in two pieces with no original packaging or other devices. The first piece measured approximately 46 centimeters from the distal edge of the strain relief to the hypotube broken location. The second piece measured approximately 96.5 centimeters from the hypotube broken location to the distal end of the tip. The fracture surfaces were oval shaped, indicating that the device was most likely kinked prior to separation. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).